Event description:
During the procedure, the generator would not function as intended and the procedure was cancelled. The generator emitted an audible tone and when initiating a lesion the temperature would not increase as expected. Additionally, the screen appeared to be out of calibration when operating the touchscreen. The procedure was rescheduled and the patient received a nerve block injection. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The generator was in the lesion mode and would not reach the expected values following testing confirming the reported event. Based on the provided information and the observed symptoms, the issue was isolated to the microprocessor located on the upper assembly. Replacing the upper assembly and the temperature board resolved the temperature issue and the unit functioned as intended. Based on the information provided to abbott and the investigation performed, the cause for the reported temperature issue and subsequent procedure cancellation was due to the microprocessor located on the upper assembly.